Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm for several times. Customer stated that they got multiple insulin pump alarm and insulin pump shot off during sleeping. Customer¿s current blood glucose 200mg/dl. Troubleshoot was performed but did not resolve the issue. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error 25 due to connector resistance issue. No unexpected low battery alarm noted.